Event description:
A cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure in an adult pt in 2008. According to the complainant, "during the procedure, the balloon popped after 60 seconds of inflation at 6 atms. The physician felt the dilation was sufficient and ended the procedure." There were "no pt complications and the pt [was] fine" following the procedure.

Manufacturer narrative:
The suspect device has been discarded; therefore, the cause of the reported balloon rupture is undetermined. The device history record (DHR) of the pertinent lot was reviewed for related issues and none were noted. A search of the complaint database revealed no add'l complaints for this lot. The april 2008 15-month cre balloons product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.